Event description:
According to the event description: "during the deep vein puncture process, the connection point (a tube under the fixed wing) broke, causing pneumothorax and respiratory disorders on the left side of the patient. Emergency rescue was carried out, and the patient's condition has improved and is still recovering.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used certofix catheter out of a certofix trio v720 without packaging and one customer video of the complained sample were received. The following investigations were conducted: visual inspection: the sample received as well as the customer video were taken to a visual inspection. The connection extension line (middle) / lli-cone (blue) on the received sample is loose and the extension line can easily be pulled out of the lli-cone by hand. The tube is not torn off and there are no tube remnants in the cone. The received customer video shows the complained sample. Leakages or a detached connection are not visible in the video. Please note: this is not a connection where adhesives are used. The lli cone is molded directly to the tube. Physical inspection: the received sample was taken to a leak test for tightness under water. Leakages were detected in the connection extension line (middle) / lli- cone (blue) of the sample. Furthermore, the received sample was taken to another leak test for liquid tightness. Leakages were detected in the connection extension line (middle) / lli- cone (blue). Physical inspection: moreover, the piece of tube from the middle was measured. The measured value is within the specification. Summary and assessment: the batch history review was conducted, and no damages or abnormalities were identified. Relating to the loose connection extension line (middle) / lli-cone (blue) and to the leakages in the connection, a problem during the manufacturing process can be assumed. Based on the conducted investigations, the tested sample is not within the specification. Therefore, the defect is considered as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.